Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that prior to the implant procedure the patient was sick but in stable condition and had been receiving temporary pacing support. No complications occurred during the implant and the cause of death is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported that during implant of the device system, the right ventricular lead and atrial lead were implanted without issue and that when the coronary sinus catheter was being placed, the patient had a decline in their vital signs and passed away. Additional information related to the cause and circumstances of the patient death have been requested and not received.